Event description:
This case was initially received via regulatory authority (B)(6) on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("pain in abdomen"), deafness ("loss of hearing") and mental impairment ("difficulty thinking of several things at once") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), deafness (seriousness criterion medically significant), mental impairment (seriousness criterion medically significant), visual impairment ("visual disturbances"), amnesia ("memory loss"), pruritus ("itching"), skin reaction ("skin reactions"), pain ("pain"), burning sensation ("burning and feeling cold on arms"), feeling cold ("burning and feeling cold on arms"), neck pain ("neck pain"), gait disturbance ("difficulty walking with pain in abductors, buttock and abdomen"), myalgia ("pain in abductors"), musculoskeletal pain ("pain in buttock "), back pain ("pain in back"), arthralgia ("joint pain in toes and fingers/ hip pain"), micturition urgency ("feeling of urge to urinate with difficulty holding urine"), urinary incontinence ("feeling of urge to urinate with difficulty holding urine") and allergy to metals ("allergy to nickel, cobalt and chrome"). The patient was treated with surgery (total resection of uterus and uterine tubes was planned). Essure treatment was not changed. At the time of the report, the abdominal pain, deafness, mental impairment, visual impairment, amnesia, pruritus, skin reaction, pain, burning sensation, feeling cold, neck pain, gait disturbance, myalgia, musculoskeletal pain, back pain, arthralgia, micturition urgency and urinary incontinence outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, amnesia, arthralgia, back pain, burning sensation, deafness, feeling cold, gait disturbance, mental impairment, micturition urgency, musculoskeletal pain, myalgia, neck pain, pain, pruritus, skin reaction, urinary incontinence and visual impairment with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 21-aug-2017 for the following meddra preferred terms: abdominal pain. The analysis in the global safety database revealed 1.154. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the consumer or regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.